Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the implant procedure, the atrial and ventricular leads were reversed in the header of the pulse generator. The leads were re-inserted into the header appropriately.